Event description:
The ge oec instatrak 3500 navigation system had software that became corrupted.

Manufacturer narrative:
A ge oec service representative handled the corrupted software issue by instructing the user, through stepped instruction, how to rebuild the database through the service mode, and verify proper operation after it was rebuilt. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative patient effect was caused by this malfunction.